Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer encountered resistance when attempting to fill a cartridge with insulin. Additionally, the pump's time was incorrect. The customer did not know why the time was inaccurate. Blood glucose was 225 mg/dl. Reportedly, the customer changed the needle tip and successfully filled the cartridge. Tandem technical support instructed the customer to update the time settings on the pump.